Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. He could not replicate the issue. Touchscreen test passed in all panels. Completed repair with full calibration. Unit passed all functional and safety tests per factory specifications. The device was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has touchscreen issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.